Manufacturer narrative:
Internal file number: (B)(4). The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) for the reported lot revealed no nonconforming material records (ncmr). The investigation determined that a conclusive cause for the reported difficulties could not be made without the return of the device for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during removal of a 2.50x48mm xience xpedition stent delivery system from the dispenser hoop coil, the proximal shaft became separated from the hub. No resistance was noted during removal. The device was not used. A non-abbott stent was attempted to be used but failed to cross due to the anatomy. The patient was treated via surgical procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.